Manufacturer narrative:
The buttons functioned properly. However, corroded keypad traces were noted. The insulin pump was received with a cracked reservoir tube lip, cracked case near the display window corners and a stained end cap sticker. (B)(4).

Event description:
The customer's parent reported via telephone call that the buttons began to malfunction during a bolus. The blood glucose reading was 439 mg/dl. The customer was treated with a manual injection. The parent was advised that the insulin pump would be replaced and agreed to return the product for analysis. The parent was advised that the customer discontinue use of the insulin pump and to revert to a back up plan per a health care professional's instructions.